Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating capture threshold in the rv (right ventricle) was elevated. Rv capture threshold rises to 2 volts on (B)(6) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 128 ventricle sics since last session 10 days ago. Concomitant medical products: the 507652 ra lead, 694965 rv lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing with sensing integrity counter (sic). It was also noted that the threshold had increased and became out of range. It was discovered that the lead had dislodged from the original septal implant to the apex. The lead was revised and remains in use. No patient complications have been reported as a result of this event.